Event description:
Caller reported a minimum fill notification, which caused blood glucose levels to exceed 500 mg/dl, although the exact value was unknown but displayed as "high." Customer took corrective action by administering a correction bolus via the pump without requiring assistance from a third party. Customer initially attempted to reload the same cartridge, which did not resolve the issue, but successfully loaded a new cartridge following guidance. Customer resumed insulin therapy and requested replacement cartridges, which were sent by technical support.